Event description:
Ce and cce chemical analyzers displayed an error message and went down. Lab notified appropriate units of instruments down. Lab troubleshooted and had both systems running within 30-40 minutes. Chemistry studies delayed. No reported patient harm.